Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin leaked all over. He changed the infusion set but insulin continued to leak. The reservoir was leaking. Customer's blood glucose level was in between 485 mg/dl and 500 mg/dl. His blood glucose level was treated with a manual injection. The self-test passed. The device was not returned.